Event description:
It was reported that during use on a patient that was ambulatory during physical therapy, thecs300 intra-aortic balloon pump (iabp)had short battery run time. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. The fse tested the battery performance and observed failed run time at 25 minutes. To fix the issue, the fse replaced the battery, sealed lead acid,12v and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, g7, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10. Corrected fields: e2, e3, g1(contact person).